Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. Examination of the complaint history showed there was one other complaint reported on the lot related to an internal blood leak. It was reported by a different customer and no sample was provided for the investigation. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. This includes non-conformance's, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility clinical manager reported that an internal dialyzer blood leak was noticed at the very beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak, the fresenius 2008t machine showed the appropriate blood leak alarm, and the blood leak was not visually observed. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was moved to a different machine and treatment was completed successfully with new supplies. The complaint device was confirmed to be unavailable for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that an internal dialyzer blood leak was noticed at the very beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak, the fresenius 2008t machine showed the appropriate blood leak alarm, and the blood leak was not visually observed. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was moved to a different machine and treatment was completed successfully with new supplies. The complaint device was confirmed to be unavailable for return.